Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) longevity dropped from eight years to three years in a span of over two weeks. Patient stated that the physician made an adjustment with this device that drained the battery. Boston scientific technical services (ts) discussed that changes made with the output lowered from 7 volts to 5 volts could take up 30 days to fully change the longevity estimate. Additional information indicated that the cause for drop in longevity was that the left ventricular (lv) and right ventricular (rv) lead has high threshold output and were adjusted to maintain a good safety margin. This device remains in service. No adverse patient effects were reported. Additional information indicate that this device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted centered holes in right atrial (ra) and left ventricular (lv) seal plugs. Blood residue in the lv port. Tool marks on header and scratches on can. The device was then involved to a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) longevity dropped from eight years to three years in a span of over two weeks. Patient stated that the physician made an adjustment with this device that drained the battery. Boston scientific technical services (ts) discussed that changes made with the output lowered from 7 volts to 5 volts could take up 30 days to fully change the longevity estimate. Additional information indicated that the cause for drop in longevity was that the left ventricular (lv) and right ventricular (rv) lead has high threshold output and were adjusted to maintain a good safety margin. This device remains in service. No adverse patient effects were reported. Additional information indicate that this device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.